Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6). Reporting address line 1: (B)(6)

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the daily self-test and it was found that the high voltage capacitor was damaged. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer and distributor. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a capacitor failure. The root cause of the capacitor failure could not be determined. The issue was resolved by replacing capacitor and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.